Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead had migrated. The patient underwent a revision procedure wherein the lead was moved back to its original position and remained implanted. The patient was doing well postoperatively.